Manufacturer narrative:
D4: UDI and catalog number are unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the customer noticed pump was beeping so she changed the battery and forgot to check the infusion restarted, went back to sleep woke up and the pump was beeping and said battery was depleted. No patient injury was reported.